Event description:
It was reported the pt ((B)(6)) was without stimulation and unable to increase the amplitude for his therapy programs. Surgical intervention was undertaken to address this matter. Intraoperative testing found impedance issues for several lead contacts. Further interrogation isolated the issue to the pt's quattrode leads. As such, the devices were explanted and replaced. Effective stimulation was recaptured for the pt following the procedure. The explanted leads were damaged upon removal and will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.